Event description:
Pt with avascular necrosis in both hips had surgical procedure of cord decompression of both hips. A drill hole is required to pass a needle for biopsies. While performing the drilling on the left side the drill bit broke. Surgeon able to retrieve all but one small piece inside the bone that could not be retrieved and was left inside the bone.